Manufacturer narrative:
Phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The valve was deployed with perfect result. Then, during the control of femoral access, it was observed a femoral occlusion. Vascular surgery to open and repair the femoral was required with good result. After evaluation of devices, it was observed that the 16f esheath had the wire passing through it and not in the lumen.

Manufacturer narrative:
Vascular access occlusion is a potential vascular complication of transcatheter aortic valve replacement (tavr), occurring when the artery used for access becomes blocked. When an access occlusion (artery/venous) is significant enough to obstruct distal blood flow, it can lead to ischemia and/or necrosis of tissue; and intervention may be required to prevent permanent impairment e.g., percutaneous thrombectomy, implant of a stent or surgical repair of the vessel) to restore blood flow. Pre procedural imaging like CT angiography (cta) and patient specific planning are crucial for risk assessment and prevention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient and/or procedural factors might have caused or contributed to this event. However, due to the limited information available, a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported liner tear was confirmed based on the information provided from the field clinical specialist. Although follow up from the field stated the patients access vessels had mild calcification, mild tortuosity and a minimum luminal diameter (mld) sufficient for use of the 14fr esheath (greater than 5.5mm) without imagery (3mensio or other preop CT) the vessel characteristics could not be confirmed. Therefore, it is possible that one or more patient/procedural factors (calcification, tortuosity and/or altered balloon profile) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.